Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of unexpected restart and eternal ram crc error from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that a temporary basal was not programmed before the unexpected restart. The customer stated that the alarm did not occur shortly after inserting a new battery. The customer received eternal ram crc error in the alarm history. The insulin pump will be returned for analysis.